Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the event. Treatment received, cause, and the outcome was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. During the hospitalization, the patient was retrained on aseptic technique. At the time of this report, the patient was recovered from the event. No additional information is available. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.